Event description:
It was reported that the pt underwent a pubourethral sling procedure for the treatment of stress urinary incontinence in 2004. During the procedure, the plastic sheath shred while being removed. The case was completed with no adverse pt outcome.